Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. There was moisture damage on the motor, battery tube and vibrator assembly. The pump was tested with a test keypad and there was no frozen display. The pump had a cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that the pump alarmed button error and she was unable to clear the alarm. She stated that none of the buttons worked and the screen froze. She also stated that there might be a crack or scratch and fogging on the side of the screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.